Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the pacing cable was connected into the external pulse generator neither the pacing nor the sensing functions worked. The product is expected to be returned for analysis. It was noted that this event is not associated with a patient.